Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair]; [a loose latch pin on the front door of an alaris pump following a front door replacement.serial number (B)(6) had the front case/door/latch replaced - OEM part number 49000439 - on the 26/2/2025 and was removed from service in april 2026 with a loose latch pin.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.